Event description:
A "theatre sister" (surgical assistant) reported that during intraocular lens (iol) implant surgery, a detached haptic was noted when the lens was partially unfolded in the eye. The "stub" of the haptic left on the lens optic came in contact with the posterior chamber causing minimal vitreous loss. The lens was removed and replaced during the same procedure which required a vitrectomy and the replacement lens placed in the sulcus. There was a delay in surgery of seven to ten minutes. In a f/u, the surgeon reported that, at a postoperative visit, the pt was ucva 6/7.5 (20/25) and that everything is "ok." It was also further explained that the incident occurred when the injector was "a little way" into the anterior chamber.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).